Event description:
It was reported in an article file tracking pts implanted between 2002 - 2005 at the hospital that one pt died unexpectedly after facility-acquired pneumonia 24 months post implantation. This pt had severe mental retardation, obstructive sleep apnea, and cor pulmonale prior to being implanted. The pt also had baseline dysphagia and was dependent on a gastric tube for feedings prior to being implanted. The pt had approx 1 seizure per month prior to being implanted and experienced a 50% seizure reduction in seizure frequency after being implanted. The pt was taking tegretol, zyprexa, neurontin, and depakote for seizure control. Good faith attempts to obtain additional info from the author including info on whether or not this event had been previously reported to the MFR have been unsuccessful to date.

Manufacturer narrative:
Vagal nerve stimulator implantation: an otolaryngologist's perspective. Otolaryngology-head and neck surgery. 135. 46-51. 2006.